Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.8, lab inr: 3.3. The time between testing and the pt's therapeutic range was not provided. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.8, reference: 3.3, mean: 2.55, confidence limits: 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No strip lot info provided nor product expected to return. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info was available for further action. Trend analysis is not required due to no strip lot info provided. This issue will be subject to tracking and trending.